Event description:
I regularly used u by kotex and in (B)(6) noticed that the tampons would appear to be stuck and when you pulled on the {invalid} in a couple instances the {invalid} actually pulled out and I had to get the other out myself. So when it happened in (B)(6), I switched brands all together. Did the problem stop after the person reduced the dose or stopped taking or using the product? Yes; frequency: every 4 hours; how was it taken or used: vaginal; date the person first started taking or using the product: (B)(6) 2015; date the person stopped taking or using the product: (B)(6) 2018; why was the person using the product? Menstrual time.